Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,mcol mg,3.7mm,8mm (item # tsvmb8) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot # (DHR/IFU/rmf). No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth # and was used for approximately 5 years. Pictures or x-ray images of the implant in the osteotomy were not provided. DHR review was completed for the subject lot number (62274061). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 62274061) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsvmb8). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? Discarded.

Event description:
It was reported that an implant (tsvmb8) fractured and it was removed.